Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9512 stem cup extractor threads are stripped and will no longer engage. This occurred during use in a case with no patient effect. No delay to case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9512 batch 04511543 was received for investigation. The visual inspection indicated damage to the threaded tip. Additionally, the handle had signs of wear: nicks, discoloration and chipping. Functional testing could not be conducted due to the device being damaged. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The manufacturing date is 2018.